Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set was cracked and leaking as a result. The crack was observed at the end luer connector closest to the patient during infusion. The device was filled with prograf and was used with a pump. The infusion rate was 5-7 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.